Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side deflation" the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, d4, e1, e2, e3, g2, h4

Event description:
Patient reported "right side deflation". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d4, d6b, h6.

Event description:
Patient reported right side "deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". Healthcare professional later confirmed it was diagnosed via mammogram. This record is for the right side. Device has been explanted.